Event description:
It was reported the burr got stuck in the lesion. A rotational atherectomy treatment procedure was being performed on a heavy calcified lesion in the proximal left anterior descending artery (lad) with the use of a 1.5mm rotalink plus burr catheter. During ablation, air was coming from the advancer, the burr stopped rotating and was stuck in the lesion. The physician was able to dislodge the burr using force. Everything was removed from the patient and no further intervention was required. The patient was stable. The physician decided due to the heavily calcification the lesion was not passable. The patient was recommended for further treatment via bypass surgery.

Manufacturer narrative:
Update: device evaluated by MFR. Eval summary, method, results and conclusion codes. Device evaluated by manufacturer: returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received separated. The related rotawire was received stuck in the burr catheter. A visual examination identified blood inside of the sheath and the coil is stretched. The burr catheter housing was removed and the sheath, coil and burr were soaked in warm water. The wire was attempted to be removed from the coil, but was unsuccessful. The advancer handshake connection is bent. Microscopic examination of the burr revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation or during the procedure of the device. Saline is used in the clinical setting to cool and lubricate the moving parts and prevents a melted ultem, ensuring the functional use of the device. Because there was no evidence of any product quality deficiencies, it was considered likely that the bent handshake was attributable to handling of the device. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The rotablator system dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Manufacturer narrative:
Patient age at time of event; 18 years of age or older . Bsc ID #(B)(4)/tw#(B)(4).

Event description:
It was reported the burr got stuck in the lesion. A rotational atherectomy treatment procedure was being performed on a heavy calcified lesion in the proximal left anterior descending artery (lad) with the use of a 1.5mm rotalink plus burr catheter. During ablation, air was coming from the advancer, the burr stopped rotating and was stuck in the lesion. The physician was able to dislodge the burr using force. Everything was removed from the patient and no further intervention was required. The patient was stable. The physician decided due to the heavily calcification the lesion was not passable. The patient was recommended for further treatment via bypass surgery.